Manufacturer narrative:
Investigation summary a complaint of leakage from the filter was received from the customer. Photos of the assembly drawing of the set were received. A device history record review for model 20350e lot number 22089180 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a sample not being received, a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set leaked from the filter while priming saline. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "filter was attached and primed to saline bag. Filter was leaking."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set leaked from the filter while priming saline. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "filter was attached and primed to saline bag. Filter was leaking."